Event description:
A ventilator was returned to a third party service center for service. There was no harm or injury reported. During the evaluation of the device at the third party service center, the pca board failed repair testing. The system board and front panel pca board kit were replaced to resolve the issue.